Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet and a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was attempting to wrench down the rv lead pacing pin and it was discovered the set screw was completely removed from the implantable cardioverter defibrillator (ICD) header and could not be separated from the wrench kit. Multiple attempts were made to reuse the set screw but it could not be reinserted into the header or removed from the wrench. The device was not utilized and an alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.